Manufacturer narrative:
Upon further evaluation of the returned product, the initial and subsequent reports determined to have been submitted erroneously under the incorrect manufacturing site, and they will be reported under 0002648920 - 2023 - 00162.

Event description:
No additional event information to report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown stem, unknown , unknown, unknown cup, unknown , unknown, unknown liner, unknown. (B)(6) 2017, 2012, legal. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-00264. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient¿s hip was revised approx 5 years post implantation due to pain and cobalt poisoning. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.